Event description:
Add'l info received on 12/02/2021. FDA safety report ID# (B)(4).

Event description:
Additional information received for mw5105291 on 12/03/2021. FDA safety report ID # (B)(4).

Event description:
After appropriately using the color covid-19 test kit, I had an odd taste in the back of my throat, light-headedness, and a pressure headache. FDA safety report ID # (B)(4).